Event description:
It was reported that on (B)(6) 2021, the PICC catheter was inserted due to the requirement of infusion therapy. Color doppler ultrasound showed that there was thrombosis in the right subclavian vein and axillary vein on (B)(6) 2021.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redt1760 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.